Manufacturer narrative:
(B)(4).upon completion of the investigation, or if additional information becomes available, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and serviced prior to baxter being made aware of this patient's status; therefore, the device cannot be evaluated for the reported condition of patient death. The root cause was undetermined. The device passed the homechoice returned instrument test evaluation (rite) and the homechoice rite electrical test and was determined to meet the performance specification requirements per rite testing. A review of the device's logs revealed no failure or malfunction of the device that could have caused or contributed to the reported difficulty. No exception was observed during manufacturing of this device. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
During follow up for an unrelated complaint, the patient's caregiver stated that the home patient (hp) passed away on (B)(6) 2010 and the homechoice (hc) device was already returned. On 30 september 2010 product surveillance contacted the hp's peritoneal dialysis nurse (pdn). The pdn did not provide any information regarding the death, but stated there was no relation to the hp's pd therapy, hc device, or any baxter solutions. The pdn stated if additional information is requested to call the clinic manager. The clinical manager was contacted on 10/19/2010 and declined to provide details, only indicating that the hp was not connected to the hc device at the time of death and the cause of death was believed to be cardiac arrest. The clinical manager was adamant that the hp had not experienced any problems with the hc prior to the death and the death was not related to the hc. No further information was provided.